Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 34.9 ¿ 35.0 cm from distal tip consistent with friction to the device can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2020.